Event description:
Per the clinic, the patient developed an infection (abscess, purulent drainage) at the implant site and subsequently was treated with antibiotics (type not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 15, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.